Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with a handpiece the handpiece type was not specified. It is unk if the approved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure approximately eight years ago, the patient had no complications. Normal fundus exams were observed with improved visual acuity. The surgeon reported the patient developed capsular thickening and what appeared to be a hazy layer involving the back surface of the iol. The surgeon performed a yag laser treatment in an attempt to remove this deposit on the anterior surface. This resulted in chipping the lens. Add'l info was received from the surgeon which indicated the patient is experiencing blurred vision and has developed a gradual deterioration of vision, which is described as a hazy sheen or layer involving the posterior iol surface.